Manufacturer narrative:
The lead was returned with no reported event. As received, a partial connector portion of the lead was returned in one piece measuring 18.5 cm. Multiple external insulation abrasions were found at the proximal region of the lead breaching the optim sheath at 12.3 ¿ 14.5 cm and at 15.6 cm ¿ 16.1 cm from the connector pin. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
This event is to report a malfunction observed during analysis.